Event description:
A customer reported that they were unable to use their freestyle meter as the display screen had frozen. The meter was returned and, in the course of investigation has been discovered to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. No manufacturing parameters found out of spec and original panasonic battery voltage could be recorded as meter turn on. Return batteries gave a voltage of 3.000 v. Did observe battery icon and booklet icon while strip was inserted. However, uom was selectable and was received at mg/dl. Log error numbers 015, 0300, and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.